Event description:
The customer reported that the battery is not able to take a charge. No report of pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.